Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent underexpansion occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following predilitation with a 2.0x20mm balloon, a 2.75x32mm synergy drug-eluting stent was advanced for treatment. Stent underexpansion was noted and dilatation was performed with a 2.75mm x 15mm nc emerge balloon catheter. The balloon ruptured upon inflation at 16 atmospheres and the procedure was completed with a 2.75x15mm non-bsc balloon catheter. There were no patient complications nor injuries reported and the patient was stable.